Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007824, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007824". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007824 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine 12 on 28-jun-2024, with a total of (B)(4) units. The sub-assembly lot 4f03188 was manufactured according to the wi version 27 on 27-jun-2024, with a total of (B)(4) units. The sub-assembly lot 4f03190 was manufactured according to the wi version 27 on 28-jun-2024, with a total of (B)(4) units. The sub-assembly lot 4f03190 was manufactured according to the wi version 27 on 28-jun-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4f01832 was manufactured according to the wi version 42 and manufactured in the machine 05 and 08, on 21-jun-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4f03167 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08, on 25-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. The reference samples for the lot 6007824 have already been previously tested in the complaint (B)(4) on 05-apr- 2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with manual injection. The patient also had symptoms like tired and weak during the event. The length of hospitalization was greater than 24 hours. No further information available.